Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swollen and excessively overheating. The patient also states an issue with the screen while charging.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The user stated that the pdm gets hot and swells while charging. They also stated the screen display also did not look correct while charging. A battery was returned with the pdm. No damages, defects, or swelling were observed to the pdm or its battery. The device was able to turn on under its own power. The device was allowed to charge during investigation. No evidence of the device heating up was observed. No defects to the screen or display were observed while the device was charging. No problem with the screen display was found. Log files from the date of occurrence were not available. Due to this, history of device temperature on the date of occurrence could not be inspected. History of device battery temperature from before and after the date of occurrence was inspected and no evidence of device over-heating was observed. The user reported exposure to thermal energy could not be confirmed. The cause of the event could not be determined.